Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery in the left eye of the patient, the bottom right corner of balanced salt solution (bss) bag was leaked and an ophthalmic operating system stopped working. There were no system messages displayed, but the cumulative dissipated energy (cde) on the system was quite increasing while on the quadrant setting mode. The surgery was completed on the same day by using alternate old machine and the surgeon performed an anterior vitrectomy as an intervention. The patient was left aphakic at the end of the surgery. Additional information about the current status of the patient was received and the patient was sent to retina department to be seen and was scheduled for a secondary intraocular lens (iol) placement. It was also reported that follow-up would be done with the retina surgeon for further details.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in section h6. Additional information was provided in sections d.9., h.3., h.6., and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).